Event description:
A caregiver reported a sensor error message with the adc device, and therefore the customer was unable to obtain sensor readings. The customer experienced sweating and "low speech" and was treated with glucose by the caregiver. No other additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.